Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. A 3.00x38mm taxus liberte stent delivery system (sds) was introduced into the 6 french guide catheter and became stuck. The sds was withdrawn and the stent dislodged from the delivery system inside of the guide catheter. The procedure was completed with a smaller taxus liberte device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).